Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed patient pneumatic module leak test post patient care. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(types of investigation, investigation finding, component code, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found a deteriorated white pressure hose elbow fitting on the compressor. The fse replaced the pressure and vacuum hoses. The unit passed all functional and safety tests.